Event description:
It was reported that the ventilation stopped during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer (fse). No technical errors were found in the logs. The system was tested and the system checkout passed. The anesthesia system was cleared for clinical use. A complete set of device logs was received for evaluation which concluded that a successful system checkout was performed in the morning on the event day. There are no recordings in the technical log during the case. The trend log has no recordings since the logs were saved more than 24 hours after the reported event the event log contains clinical alarms such as leakage, airway pressure: high, regulation pressure limited, respiratory rate: high, expiratory minute volume: low, airway pressure: high, regulation pressure limited and breathing circuit disconnected, which indicate difficulties with ventilating the patient. We have however not been able to determine the true cause of the generated alarms during patient treatment since no fault could be reproduced by the fse when investigating the system at the hospital.

Event description:
Manufacturer's reference number: (B)(4).